Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 337 mg/dl. The customer stated that he had gone through troubleshooting for many no delivery alarms, and he did not know what to do because the alarms kept recurring. He declined further troubleshooting for the alarms, stating that he was awaiting receipt of a new type of infusion set to try out. Nothing further reported.